Event description:
Procedure: robotic roux en y gastric bypass. Anatomy involved: stomach. According to the reporter:surgeon had the reload maximally articulated to the left. Reload fired appropriately and retracted correctly. The staple line looked good. The device was taken out of the patient. A small piece of metal was noticed inside the patient. It was taken out of the patient. We were uncertain whether the piece of metal was off the reload or not so I sent it back with the reload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).